Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had received an unknown error and was brought to their biomed department. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse and found error in event log from march 9 at 19:13 pm "error sending video and numerous video errors. After rebooting the iabp multiple times the fse was able to reproduce the issue with "internal communication error". To fix the issue, the fse replaced the video generator inside the display. The fse then complete the repair with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had received an unknown error and was brought to their biomed department. There was no patient involvement, thus no adverse event was reported.